Event description:
Caller reported aviva blood glucose results of 63 mg/dl and 101 mg/dl within 3 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the right atrial lead was explanted and replaced due to low impedance and undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.